Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive troponin (accutni) results of 0.28ng/ml and '~0.28ng/ml' generated by the unicel dxl 800 access immunoassay system on 2 samples for one patient. The physician questioned the elevated results as not matching the patient's clinical presentation. The troponin result was "negative" when rerun on another methodology (the actual result was not provided). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
One sample was collected in a bd 6ml serum tube with a gel separator and was centrifuged at 3000 rcf for 10 minutes at 20° c. A second plasma sample was collected and run. No details were supplied for this sample. Qc run prior to and after the event passed. The customer provided a sample to bci cpls (customer product line support) for patient source interference testing and cpls confirmed both a heterophile interferent and a patient source interferent, likely related to alkaline phosphatase which is the root cause for this event. There is no indication that service was dispatched for this event. The customer stated that instrument was performing to specifications.